Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized due to a blood glucose level of over 600 mg/dl. The customer was treated with intravenous saline and insulin and potassium and was released 2 days later with the reported issue resolved and no permanent damage. The cause for the reported issue was an occlusion alarm occurring. The pump supplies were changed to resolve the issue.